Manufacturer narrative:
Device qc performed. Mon 04/01/2010.

Event description:
Initial info was reported by a physician to sales rep on (B) (6) 2010: this non-serious case was received from a physician, and upon medical review, has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. A physician reported a female pt was treated with poly-l-lactic acid (sculptra, lot # and exp date unk) 2 yrs ago by another physician. Poly-l-lactic acid was injected in hands. Pt is coming to reporting physician for treatment of the large nodules. No further info reported. (B) (4)